Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the country of this event? Sweden. Can you identify the product code of the product that was used? No answer. Can you identify the lot number of the product that was used? No answer. Can you share the results of the urodynamic examination? Normal result. Was there any medical or surgical intervention performed (product removed; re-operation; prescription medication)? If so, please specify. Cystoscopi. If medication was required, please clarify if it was prescription strength or purchased over the counter. Prescription detrusitol 2 mg. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? How has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) please provide the date and findings of the cystoscopy performed. Please provide the date and findings of any other intervention performed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. Beginning (B)(6) 2023, the patient experienced mild stress urinary incontinence recurrence. The patient underwent urodynamic examination which had normal results. The patient also underwent a cystoscopy and was given detrusitol 2 mg. This event was reported as having a causal relationship with both the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure female, 119 kg, bmi 40,22 name of index surgical procedure? Sui the diagnosis and indication for the index surgical procedure? Diagnosis: only stress urinary incontinence (sui), indication for tvt operation: sui. Were any concomitant procedures performed? No other relevant patient history/concomitant medications? No. Home, young kids. How has the incontinence changed from pre-surgery condition? Much better!! No urinary incontinece note that urodynamics was performed (B)(6) 2023, results showed normal findings and no leackage. Please provide the date and findings of the cystoscopy performed. (B)(6) 2023, normal findings please provide the date and findings of any other intervention performed. (B)(6) 2023 recept detrusitol as to reply to the patient symptoms of urge incontinence although normal findings of urodynamics and cystoscopy. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? No complain, no incontinence, product code and lot number? Gynecare tvt exact lot 3942451.